Event description:
Boston scientific crm received information that the patient with this product had a pocket infection and erosion. A revision procedure was performed and the device was implanted deeper. No adverse patient effects were reported due to the revision.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be performed if the product is returned. This report will be updated if additional information becomes available.